Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/10/2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient with a pushlock anchor experienced a foreign body reaction. The surgeon believes the issue is probably related to the pushlock anchor. Debridement was performed as an additional treatment. An acl reconstruction was performed to repair an acl and pcl instability. The physician did not disclose the surgery dates. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is a patient-specific event.